Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the potential lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation of an intraocular lens (iol) a filamentous foreign material came out of a cartridge together with an iol when implanting the iol. The foreign material was removed during surgery. The surgery was completed without product replacement. The product is not available because it was used on a patient with an infection and discarded. Additional information was requested.

Manufacturer narrative:
A video was provided. The lens and cartridge preparation were not shown. The lens was rapidly advanced into the eye. Both haptics were tucked in the optic fold. As the lens unfolds, a linear material can be observed on the posterior surface of the optic. The material was loosened with a metal instrument. The material was removed with the irrigation/aspiration tip. The lens remained implanted. The nature and origin of the material cannot be determined from the video. Two potential lot numbers were provided. The lens model/diopter implanted was not provided. It is unknown if a qualified lens models was used. The product investigation could not identify a root cause for the reported complaint. The company cartridge complaint product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. A linear material was observed on the posterior surface of the optic in the provided video. The material was loosened with a metal instrument. The material was removed with the I/a tip. The lens remained implanted. The nature and origin of the material cannot be determined from the video. It is unknown if a qualified lens model/diopter was used. Per the IFU: the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol(intraocular lens) and potential complications during the implantation process. The IFU(instructions for use) instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).